Manufacturer narrative:
H.6. Investigation: it was reported that over time there have been nine sharps containers missing lids. Sample photo representation was not provided. No photo of the original packaging was provided for the manufacturer. A review of the device history record (DHR) was not possible since the lot was unknown. A review of non-conforming material report (ncmr) was performed for the last twelve months and identified one nonconformance reported for missing lids for the same part number. However, there was not enough information provided to confirm any nonconformance occurred for this complaint. A weight system that provides a weighted label for each final box before shipment has already been implemented for this product to ensure the correct quantity of pieces per box before shipping. It was not possible to confirm that any failure mode was related to the manufacturing process with the information provided since the scale is validated and no missing components were detected. There may have potentially been a repackaging issue which occurred during distribution. The actual root cause is unknown. Based on these findings, our investigation is inconclusive.

Event description:
It was reported that 9 sharps coll next gen 5.4qt clear 20/pack experienced missing lids. The following information was provided by the customer: material no: 305551, batch no: unknown. It was reported by the distributor on behalf of the facility that over time there have been nine sharps containers that were missing lids. User facility called to report that their end user customer informed them that over time they are missing nine lids to the sharps container. No images, dates or lot# is available.

Manufacturer narrative:
Date of event: unknown. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that 9 sharps coll next gen 5.4qt clear 20/pack experienced missing lids. The following information was provided by the customer: material no: 305551, batch no: unknown. It was reported by the distributor on behalf of the facility that over time there have been nine sharps containers that were missing lids. User facility called to report that their end user customer informed them that over time they are missing nine lids to the sharps container. No images, dates or lot# is available.